Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2022 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial began (B)(6) 2022. It was reported that the patient stated they thought the wires came loose. They stated when they pulled down their underwear, they got caught on the bandage. Their spouse told them they had blood on their bandage. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. No surgical intervention occurred. The following day, the patient stated they changed a pad due to the bleeding from the incision. They said it appeared to be blood mixed with other fluids. They stated they could not really feel the stimulation but did feel a slight "pain" on the right outer edge. They had increased their stimulation to "1.7" and still did not really feel it.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had diarrhea. They also stated they still had a little bit of blood on their bandage since their husband changed it. On (B)(6) 2022 the patient was bleeding and had their bandage changed. The patient said that they are standing it and it leaks. Patient was leaking clear liquid from the surgery. Support link referred the patient to their doctor. No new information.